Manufacturer narrative:
Follow-up #1; date of submission: 12/02/2016. The device has been returned and evaluated by product analysis on 11/08/2016 with the following findings. A review of the black box indicated reboots had occurred. Visual inspection revealed that the battery compartment was cracked, the threads inside the battery compartment were stripped, and the battery cap threads were stripped. The battery cap was unable to maintain electrical connection, and power loss and reboots were duplicated. A test battery cap was used, and reboots were also duplicated. There was evidence of corrosion in the battery compartment and leak testing revealed a battery compartment leak. The pump casing was opened and no additional moisture was found. Unrelated to the original complaint, investigation revealed that the display lens was cracked. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the pump beeped 12 times and then lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.